Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model oe-c27 is available in the USA with a 510k number ife. Evaluation summary: it was caused due to insufficient connection of the soaling cap on the navigation connector. This report is being filed as part of the pentax backlog management plan.

Event description:
This event occurred at the time of reprocessing. There was no report of patient harm. After 2 weeks of implementation, the oe-c27 (navigation cap) disconnected during disinfection procedure in peracetic acid (steris system 1). Description of any actions taken: repeat to staff the appropriate placement of the cap (not easy to place securely - easy to unhook) - has to be firmly put in place with a rotation to push it even more firmly.